Event description:
The customer was reported that the pump experienced downstream occlusion failure during testing. There was no patient involvement. Evaluation of the returned device was replicated the reported issue.

Manufacturer narrative:
The suspected device was returned for evaluation. Review of the event history log (ehl) found multiple alarms of "high alarm displayed: cassette not attached properly. The device was visually inspected. A functional test was performed, and the reported issue was confirmed. The cause of the reported issue was due nonfunctional downstream occlusion (dso) sensor. As a result, the sensor was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.